Event description:
It was reported that the patient did not feel the inflatable penile prostheses was hard enough for penetration, occasionally the pump collapsed, and after leaving implant inflated overnight it wasn't as hard in the morning. The physician has seen the patient on post op visits and implant worked fine in the clinic with normal rigidity. The patient said at home he was having these issues and concerned it may have a bad valve.